Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip and datacard logs were returned for evaluation. No issues were found during the evaluation of the treatment tip. The datacard logs were reviewed and the evaluation of the data found the system and handpiece performed as expected. Based on the available information, blisters are a known possible side effect during thermage flx treatment.

Event description:
A nurse reported that a patient had blisters on their neck the day after undergoing a thermage treatment. The patient was instructed to keep the area moisturized with vaseline and aquaphor. The available photo was reviewed and two large blisters on erythematous areas are visible on the patient's neck and jawline. The current patient status is noted as healing with possible scarring outcome. The highest energy level used was 2.5. It was reported that one full bottle of cryogen fluid was used and no error messages were observed. The tip was inspected before and during the procedure every 50 pulses and no issues were noted.

Manufacturer narrative:
The tip has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
The tip was returned and evaluated. Tip passed thermistor testing, leak test, and visual inspection. No functional test was performed due to the tip being expired. The review of the system/data logs does not indicate there is any handpiece or system issue present. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.